Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, the wrong size stent was inadvertently implanted. The 80% stenosed, de novo lesion was located in the calcified and severely tortuous portal and hepatic vein. The diameter of the vessel was 10-12 mm and the lesion length was 7-8mm. Vascular access was gained through the jugular vein. The wallstent unistep plus 14mm x 60mm delivery system was given to the physician and advanced to the lesion and implanted. The physician then recognized that the stent was the wrong size for the lesion and it was explanted without incident. The correct size stent, the wallstent unistep plus 12mm x 90mm delivery system was implanted successfully. No further patient injuries or complications were reported as a result of the event. The patient's status was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.